Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that their xhibit central station (xcs) had blank displays. There was no patient or user harm associated with this event. In a follow up call, it was reported that the biomed identified that the displays were in sleep mode and was able to resolve the issue by taking the displays out of sleep mode.